Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m124567 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m124567 and test base part number 190-430 / lot m124567 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive and as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m124567 showed that the complaint rates are (B)(4), respectively. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported two (2) conflicting results with the ID now covid-19 assay. This report represents one (1) of two (2). The customer reported a positive result on a direct tested nasal swab with the ID now covid-19 assay performed on (B)(6) 2020 at 15:09. The kitted nasal swab was used to collect nasopharyngeal (np) samples from both nostrils. Repeat testing on a direct tested nasal swab with the ID now covid-19 assay was performed on (B)(6) 2020 at 09:04. The kitted nasal swab was used to collect np samples from both nostrils. No confirmation testing was performed. There was no indication of death, or serious injury. The patient was not symptomatic at the time of testing, but the patient had been exposed to sars-cov-2. No further patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms, or necessary for patient management, should be tested with different authorized, or cleared molecular tests. Negative results do not preclude sars-cov-2 infection, and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history, and the presence of clinical signs, and symptoms consistent with covid-19. Per the product insert, kit provided swabs are not intended for nasopharyngeal samples. Unexplained conflicting results shall be reported as it is unknown ,which result is correct.